Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle the needle separated from the hub. There was no report of patient impact. The following information was provided by the initial reporter: stated, he had same issue with syringe, removed needle shield and needle hub separated. Stated, when he removes needle shield, needle hub will separate.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1172350. All inspections and challenges were performed per the applicable operations qc specification. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported while using bd veo¿ insulin syringes with bd ultra-fine¿ needle the needle separated from the hub. There was no report of patient impact. The following information was provided by the initial reporter: stated, he had same issue with syringe, removed needle shield and needle hub separated. Stated, when he removes needle shield, needle hub will separate.